Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for component separation with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to component separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode component separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the integrated holder separated from the non patient end needle. The following information was provided by the initial reporter. The customer stated: regarding the vacutainer push button blood collection set the beige part keeps getting disconnected during the blood draws."